Event description:
It was reported that during a laparoscopic anterior resection procedure 5 minutes into case the device receive an instrument error code. The device was taken out and attempted to be retested and continued to error code. Eventually when inspecting the device and re-testing the active blade fell off onto the patient drapes. Both device and blade were located and packaged. No clips or staples had been used at this time. The procedure was completed with same like device. There were no adverse consequences to the patient.

Event description:
It was reported that during a vessel recanalization treatment procedure, the guide wire tip became detached. The target lesion was located in the occluded, non tortuous and severely calcified distal anterior tibial artery. A non bsc guide wire was inserted, but was unable to cross the lesion. The 185cm journey guide wire was then advanced; however, while positioning, it was noted that the guide wire would not move. The guide wire tip became detached, but was able to be removed "after maneuvering with 2mm sterling balloon" catheter. The procedure was not completed. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A hospital in (B)(6) reported that the bc2745 infant nasal cannulas "either keep slipping out of the nose or the probes cause pressure marks" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.